Event description:
A malfunction alarm occurred, indicated by malfunction code 9, but there were no notable events reported prior to the issue. There was no adverse impact to the customer¿s blood glucose level, which remained under 500 mg/dl. Technical support provided information and assisted the customer with resetting the pump, successfully resolving the issue without recurrence. Customer was advised to continue using the pump and to report back if any malfunction code recurs.